Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the device found the returned foxplus did not show any kinks or other damage. The balloon was not folded. The distal and proximal balloon end and marker did not show any abnormalities. The inflation of the balloon could not be performed because of the material rupture. The device confirmed a material rupture pinhole at the distal end of the balloon. It is likely that the rupture developed during use in a heavily calcified lesion. While a definitive cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instruction for use was identified. According to this investigation no evidence could be found which supports the assumption that a device issue led to events described in the case description. Additionally, a review of the product manufacturing records did not reveal any non-conforming material records associated with this report.

Event description:
It was reported that the fox plus was being used to pre-dilate a calcified lesion in the iliac artery. The balloon ruptured at 6 atmospheres. The device was removed and a new one used successfully. There were no patient effects. No additional information was provided.